Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation as the device was not returned for analysis. Moreover, a specific cause for the reported stroke and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2018 due to stroke and pump thrombosis. An autopsy was not performed. Multiple attempts to obtain additional information regarding the event as well as requests for return of the pump were issued to the customer; however, the requested information was not provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate ii lvas IFU lists device thrombosis, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 6 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient expired on (B)(6) 2018 due stroke and pump thrombosis. No autopsy was performed. Additional information was request, however was not provided.